Event description:
Customer reported that pump issued a malfunction alarm during the load process. There was no reported adverse impact to customer's blood glucose level. Technical support assisted customer in attempting to load a new cartridge, but the alarm recurred, preventing the customer from resuming insulin therapy. As a solution, technical support arranged for replacement of pump, ensured pump was set to storage mode, and guided customer to use an alternate insulin delivery method via multiple daily injections. Customer was instructed to return the malfunctioning pump using a pre-paid label.